Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
Pt experienced deep vein thrombosis. PICC line was removed and replaced. No add'l info has been provided by the reporter.